Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they connected the patient's leads to the multi-lead trialing cable and tested all electrodes at greater than 40k ohms at 3 volts. The leads will be removed and replaced with a new ins and leads in the future. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was not feeling stimulation. The patient's electrodes all read >20k ohms at 1.5 volts. The caller is seeing the patient on (B)(6) and the patient's surgeon was notified of the issue prior to the meeting. The caller reported that while walking on the beach, the patient felt intermittent shocking sensation at the right ins pocket site. The patient had turned the stimulation off and was unable to reproduce the shocking sensation with palpation and walking in their room. There were no falls or trauma. The rep was asked to discuss palpation along the system, or an x-ray. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they do not know the cause of the shocking, as it has not occurred again. They stated that technical services suggested it may be that the lead is disconnected from the battery. The rep noted that the patient is scheduled for a revision on (B)(6) 2017. They stated that the plan is to disconnect the leads from the battery, check the leads with the multi-lead-trialing-cable (mltc), and then reconnect the leads and check impedances again. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), product type: lead. Product ID: 977a260, serial (B)(4), product type: lead. Product ID: 97791, serial# unknown, product type: accessory. Analysis of the returned leads was started but not yet completed. A supplemental report will be sent when the analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-11-30 reporting that the leads were explanted and replaced on (B)(6) 2017. The patient stopped getting stimulation and had impedances >20,000 ohms. The battery was disconnected from the leads and the leads were tested with the multi-lead trialing cable (mltc). The impedances remained >20,000 ohms. The entire system was therefore replaced. It was confirmed that the patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
Leads (B)(4), and (B)(4) were returned, and analysis concluded that the lead conductors were broken in the body of the lead at the index anchor side from the distal/proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a loss of stimulation with their device. The patient had to evacuate due to hurricane irma and was currently waiting to be allowed back in (B)(6). The patient was not able to feel stimulation. The patient already tried increasing stimulation on both sides and tried different groups, but it did not resolve the issue. The patient stated their pain symptoms returned because of the loss of stimulation and the patient was taking tramadol to manage their symptoms in the meantime. The patient also noted they turn their device off while they sleep. A manufacturer¿s representative was contacted and stated they were going to contact the patient. No further complications were reported.